Event description:
A customer reported an alarm 20 on their insulin pump while it was in use, which led to recurring cartridge alarms. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Despite assistance from the technical support team in attempting to load a new cartridge, the issue persisted, and it was decided to replace the pump. The customer was informed of the replacement and instructed to return the faulty pump to tandem, but they did not disclose the backup therapy they would use in the interim.